Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. Reportedly, the patient was admitted to the hospital with vegetations on the leads and tricuspid valve. There were no additional adverse patient effects reported. The ra lead was explanted. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).